Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's lvad was explanted due to suspected thrombus after the pump stopped as a result of the pt being non-compliant. The pt was not implanted with another pump. The pt is undergoing medical management.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.